Event description:
A medtronic representative reported that during a cranial resection procedure, a screw on the navigation system frame mount arm broke. The site un-draped the instrumentation, replaced the arm and re-registered the patient. This issue caused a reported delay of 15 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement device shipped to site 09-mar-2015 for issue resolution. Medtronic investigation of returned suspect device finds that there are no broken screws as reported, but the threads at the base of the arm are cross threaded. The reported event was confirmed to be caused by a mechanical failure due to the cross threaded screw.